Event description:
It has been reported to philips that the system was not moving. The system was in clinical use. A patient case had to be cancelled. A philips field service engineer (fse) inspected the system onsite and replaced the mvr high power board and the mvr low power board components which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure had to be rescheduled because of the reported issue. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently having the free-floating problem. Upon functional testing, the fse replaced table-long potentiometer and calibrated the system and tried to reboot the system, but issue persist. Upon further analysis fse identified that the body sensors needed to be calibrated and the fse calibrated it, but engineer could not perform any calibrations on the stand while in free float. The fse discussed with nss and pulled logs for review, nss reviewed logs and suggested replacement of clea extension board 2, luc board v4, nvram. To resolve the issue, the engineer replaced spc3 and spc4 and attempted to calibrate but the system did not recognize detector sid motion, so the fse reinstalled the original spc3 and replaced spc4, reuse the original nvsram; the system was functional at that time, but the problem was intermittent and now fse was not able to calibrate either detector rotation or sid. The part analysis of the mvr low power board, mvr high power board, clea extension board 2 couldn¿t conclusively determine the cause of failure but ad7(nt) longitudinal potmeter assy confirmed a mechanical fault. To resolve the issue, the fse replaced the low and high mvr power board, extension board and potentiometer assembly and calibrated the system. After this, the system worked normally and returned to use in good working order.the codes were updated based on the investigation outcome.